Event description:
It was reported to boston scientific corporation that in 2007, the doctor completed a radiofrequency ablation procedure successfully on a female patient (age and weight unknown.). The patient was sent home and all seemed to be well until about a week following the procedure, when the patient went for a follow-up visit to the doctor and then checked the patient, and found a burn on the patient's right thigh. The doctor reported that the burn was not in the same location of where the grounding pad was located during the procedure. The burn was characterized as third degree and was somewhat smaller in size that the electrode pad. The doctor was unable to confirm any burn to the aptient immediately folloing the procedure. The patient's condition was reported as "stable." The treatment to the patient's injury is unavailable.

Manufacturer narrative:
No lot number of this device was available, consequently, the manufacture date of the device is unknown. The complainant reported that the device will not be returned for evaluation as it was disposed; therefore, a failure analysis is not available and we are unable to determine if the device met specification.